Event description:
It was reported to covidien of a faulty display, the segments on display are not illuminating. Some of the segments are blank. No patient harm reported.

Manufacturer narrative:
The faulty display was confirmed. The front panel was replaced. (B)(4). Serial number of the front pcb precedes a corrective and preventative action taken by the manufacturer.